Manufacturer narrative:
(B)(4). If further information becomes available a follow up medwatch will be submitted.

Event description:
The customer reported, that during a kidney transplant, the surgical clamp was placed on the main vessel of the new kidney and the clamp became "stuck shut" and was unable to be opened restricting perfusion to the new kidney. The clamp was removed from the patient using a pean forceps. Multiple attempts were made to obtain further information but the customer did not respond.

Manufacturer narrative:
(B)(4): one (1) cv1033 cosgrove flex clamp 33mm fogarty jaw was returned as the complaint sample. The etchings on the sample was noted to be clear and legible; the lot code was verified as e10 (may 2010); the sample has possibly been in use for more than 6 years. Upon initial visual inspections, the sample displayed signs of usage on the body surfaces near the working end parts and the shaft parts. The usage signs were noted as scratch marks, nicks and dings and some slight discolorations. Signs of cleaning such as water spots and surface scuff marks were noted all over the surfaces of the sample. Further visual inspections confirmed that no signs of excessive forces or damages were noted. However, the jaw bolt housing cap (B)(4) that screws into the jaw bolt was noted to be unscrewed out ¾ of the way; ¼ of the threads were still screwed in, yet the rest of the threads were unscrewed out and were visible. Loctite glue residue was observed on the threads as normal, this is indicative of personnel applying loctite glue to permanently screw in and close off the jaw bolt housing, it is not supposed to be unscrewed or removed. Unscrewing the jaw bolt housing can significantly affect jaw opening and the clamping/ratcheting action. It should be noted that due to the smaller size and slimmer design, only the cv1061 and the cv1033 products use the jaw bolt housing. Upon screwing in the jaw bolt housing, the jaws were observed to retract and open wider, screwing in the housing also releases tension on the swaged cable and the flex shaft segments hence this allows for smoother and normal functioning of the ratcheting at the finger ring handles. For testing purposes, the clamping action was actuated multiple times: some coarse roughness was noted; however this was due to lack of lubrication, after lubrication, the product¿s clamping function actuated normally and smoothly. The ratcheting/tooth locking on the finger-ring handles were actuated and tested to lock completely onto the sixth ratchet tooth as normal. The failure mode was tested by attempting to release the ratchets into the open/un-ratcheted position, this process was noted to be normal, as no difficulty was noted and one-hand was used on the finger-ring handles. The testing process was repeated again with the jaw bolt housing unscrewed ¾ of the way out. The clamping function was significantly tighter and the actuating of the ratcheting function was difficult and required both hands and heavy force to hook and un-hook the ratchet teeth. For further testing of customer reported failure mode first the jaw bolt housing was screwed in completely as normal, next, official fogarty soft-jaw inserts by edwards lifesciences were used in the sample¿s clamp jaws; they snapped in, and locked into place normally. Next various sized cylindrical objects made of hard plastic and steel were grasped/clamped onto. The widths (thickness) of the objects were noted to range from 0.30 in to 0.45 inches. The sample was able to clamp down securely onto the objects and lock into the tightest possible ratchet tooth position. During the tightest locked position the tapping-test was performed on the finger-ring handles, to recreate any possible loosening or loss of grip and ¿popping¿ open; the ratchet remained locked, no loosening issues were noted. Next, the sample¿s clamping tightness was adjusted with one hand; the operation was normal and it was able to be moved to a looser ratchet tooth position easily with one hand. The sample¿s finger ring handles required a one hand to unlock the male tooth from the female teeth; this was determined to be normal. No issues with the orientation of the teeth and the angling of the finger ring handles were noted, these two factors, along with the screwed in jaw bolt housing, determine the ease of locking, unlocking and adjusting of the clamp via the finger ring handles. The cv1033 sample has been in use for 6 years, the loctite glued jaw bolt housing may have been unscrewed or disassembled off by force during the end user¿s cleaning and handling processes; after cleaning process, it is most likely that end user overlooked the unscrewed jaw bolt housing before use/operation. Final visual check confirmed that 32 beads were counted as normal, the metal lubrication tag was missing, all etchings were normal, the swaged metal cable (B)(4) housed in between the beads was normal with no defects and no signs of corrosion or discoloration were noted. Device history records for cv1033 from lot code e10 were reviewed: all work instructions were completed accordingly. No issues were identified. Qa inspections were performed; all inspections passed. Conclusion(s): based on the sample analysis and investigations the most probable root cause was due to disassembly of the jaw bolt housing by end-user during cleaning/handling steps and not checking the cv1033 sample for proper functioning and fitment of all the components prior to use. During evaluations, the jaw bolt housing on the sample was noted to be unscrewed out ¾ of the way, loctite residue was also noted on the threads indicating normal manufacturing. The end-user experienced the restricted failure mode due to the unscrewed part because it directly affects the ratcheting; it reduces the ease and increases the tension on the swaged cable. The components were glued together permanently using loctite adhesive; loctite residue was noted on the sample. Sample was manufactured by personnel normally. The jaw bolt component is not meant to be disassembled or unscrewed, however it can be unscrewed off by force. Upon screwing in the jaw components and lubrication: the moving, clamping and ratcheting components were noted to be in normal working order. It should be noted: per IFU, to thoroughly check the device prior to use and to properly lubricate (milk) the device. This will ensure smooth functioning of the device.